Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the corewire was broken and guidewire unraveled. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of corewire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.